Event description:
It was reported that pericardial effusion, perforation, and cardiac arrest occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned. Prior to removing the pigtail to implant the device, the anesthesiologists pointed out a 2.5cm pericardial effusion that was not present at the start of the procedure. The patient was immediately administered 50mg of protamine and a pericardial drain was placed with 2200cc of fluids removed. Additionally, the patient was given 4 units of blood and was placed on epinephrine drip. The patient was transferred to the surgical suite where the surgeon noted a small tear in the lower pulmonary vein. The surgeon proceeded to stitch the tear and clipped the appendage. The patient experienced bradycardia post surgery but remained stable. The next day the patient coded and received a permanent pacemaker. The patient remained hospitalized due to a wound on their shoulder, of unknown origin. The patient became septic from the wound and died four days post procedure.